Event description:
Event description guidant/crm received information that this sentra lead was removed at a pulse generator replacement procdure for normal ert. The lead was removed due to non-capture.